Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports of the patient losing consciousness due to inaccuracy that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. The patient stated she experienced 2 separate events where she lost consciousness due to an inaccuracy. This report is to capture the first event. On 10/14/2024, the day of the event, the patient suddenly fainted in the morning, after feeling very groggy all night before. An ambulance was called by the patient´s family. When a fingerstick was taken before the paramedics arrived, the cgm reading was 17.0 mmol/l, and the blood glucose reading was 3.3 mmol/l. When the paramedics arrived, the patient was treated with 7mg of glucose given per injection (this was most likely either a glucagon injection or intravenous). The patient recovered after the treatment and was not brought to the hospital. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.